Event description:
It was reported that the patient experienced difficulties to inflate this inflatable penile prosthesis (ipp). Approximately four months later, the patient underwent a surgery, in which was noted that the device had lost fluid and its cause was a break in tubing from the pump to the cylinder. All components were removed and replaced with a new device. There were no patient complications.